Manufacturer narrative:
(B)(4). This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg recharge burden has increased, but the settings and usage have not changed. The patient did not want his charger replaced. An sjm representative will interrogate the scs system as the next course of action.